Manufacturer narrative:
An event of hemorrhage, requiring blood transfusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported hemorrhage could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as the patient was transferred to surgery and blood transfusion was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure it was noted that there was resistance while attempting to insert the delivery system into the patient anatomy. The patient had calcified and tortuous anatomy. The delivery system could not be advanced past the iliac bifurcation. The valve and delivery system were removed from the patient. Shockwave therapy of the left iliac artery was done for 30 minutes. While the shockwave therapy was done, the decision was made to re-flush and re-load the valve. It was noted that the valve did not return to its original shape and remained constrained separate from the delivery system despite rinsing with water for several minutes. The delivery system was also noted to be kinked at the distal end. The valve and delivery system were replaced with a new 27mm navitor vision valve and large flexnav delivery system. The patient experienced blood loss shortly after closure of the puncture site. The patient was transferred to surgery, however no injury was noted. The surgical incision was therefore closed once more. The patient status was stable.